Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient clarified that the nerve damage from implant surgery was due to the surgeon had cut their nerves and they had extreme pain. The patient noted the issue had resolved itself in about four months.

Event description:
Agent made outbound call to patient in response to a request in letter. The second doctor didn't even see them for their second follow-up, they only saw the pa, even though the patient had "nerve damage" during the surgery. Patient said they were not getting relief from the implant and would like to meet with a different rep. Agent reviewed role of rep and ps and couldn't guarantee a different rep would reach out to patient if agent sent an email to the field. Patient said they will try calling the surgeon's office first to see if there was a different rep. Agent documented information given during the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.